Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patent was being treated for an unruptured right c6 segment aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 3.1 mm and neck diameter 2.03 mm. Landing zone (artery size): distal 3.78 mm and proximal 4.33 mm. The patient¿s vessel tortuosity was minimal. The right c6 segment aneurysm was 2-3mm, and implanted ped-450-25, lot number b630321. During the surgery, the stent reached the lesion position and was ready to be deployed. A part of the stent was deployed, and it was found that the stent was not opened. The stent could not be opened by pushing or pulling. It continued to be deployed for about 7cm, but it still could not be opened. The stent was taken back and deployed again, but it still could not be opened. Swinging stent also could not be opened. The operation was repeated for about 40 minutes, but it still could not be opened. Finally, ped-425-25 was replaced. The surgery was completed. After the surgery was completed, it was deployed outside the body and found that the tip end of the stent was damaged and the tip end was a little shriveled. It was unknown if dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was normal blood flow. The pipeline was used for an indication that is not approved (off-label) phenom 27. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was removed from patient. It was unknown if the pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Product analysis: the distal hypotube appeared to be stretched, but the ptfe shrink tube remained intact. The braid¿s distal end was not opened due to a damaged braid, while the proximal end was opened and frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that after repeated attempts, the tip end could not be opened. The tip end could not be opened, and the customer dared not continue to deploy or deploy it completely.